Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been alleged. Radiographs provided confirmed the alleged event. It is unknown if patient complied with post-operative physical restrictions or if the patient suffered a fall. At this time root cause cannot be identified. Labeling review: potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels, spinal cord or peripheral nerves..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s): loss of fixation, nonunion or delayed union, fracture of the vertebra..."

Event description:
On (B)(6) 2019, patient underwent a spinal procedure on l4 to l5 and s1 to s2 vertebral levels. As per reporter, the patient suffered a post-operative l4 level fracture. On (B)(6) 2019 patient underwent a revision procedure without any reported issues. At this time there is no allegation of product malfunction.